Event description:
It was reported that the aspiration needle would not advance when attempting to collect a sample for histology. This issue was found during a diagnostic endobronchial ultrasound procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not established. Olympus will continue to monitor field performance for this device.